Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the sram memory card and the generator batteries. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a check sum error and that it would not boot up. No pt injury was reported.